Manufacturer narrative:
Results: molding procedures define the frequency of visual inspections and reaction plans to embedded fm when it is detected in the molding process. Likewise, there is a visual inspection of resin at incoming inspection for each receiving. Conclusion: since embedded fm is isolated from the specimen and fluid path, it is solely a cosmetic issue. Based on the probability of occurrence and the severity of the issue, no further investigation is necessary. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported there was foreign matter in the fluid path way on a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter before use. No medical interventions were reported